Event description:
Prior to abdominal aortic aneurysm repair, anesthesia attempted to place on introducer in the right internal jugular vein prior to a swan ganz catheter. This attempt led to the development of a hematoma with marked deviation of the trachea necessitating an expiration of right neck with repair of right common carotid artery and evacuation of right neck hematoma. According to anesthesia note; non-pulsatile blood aspirated when needle first placed. Wire passed easily and needle withdrawn. Dilator introducer assembly then placed. Once dilator removed, sideport aspirated and pulsated blood noted. Introducer withdrawn and surgeon notified.